Event description:
Pt had removal and replacement of bilateral saline breast implants due to rupture of right implant, bilateral capsular contractures, and superior displacement of left implant. Submuscular breast augmentation was done within the last 2 years. Pain reported in right breast. The right implant was totally deflated with the saline freed within the breast capsule. The left implant was intact and weighed 275 cc. The left capsule was markedly thickened. The 450 cc saline implants were used for replacement. Left breast capsule tissue contained fibrous connective tissue with muscle showing atrophy.